Event description:
It was reported that the customer's insulin pump had strange insulin delivery and it is given higher doses. The customer was experiencing low blood glucose of 70mg/dl. Recommended the caller to use a back up plan. It was stated that the customer reset the device for two hours and it is functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.